Event description:
The pt was implanted with an ipg on (B) (6) 2007 for an off-label use to control her pain related to multiple sclerosis-based trigeminal neuralgia. Ans received a letter from the pt's husband dated 10/30/07 that a few weeks postoperatively, the pt "began to experience the onset of facial pain increasing to a degree that she had never experienced before the implantation." The letter stated that the pain became so severe that it could not be controlled with either the stimulator or high levels of medication. The pt reportedly became unresponsive and was hospitalized. The pt's husband stated that, "it is my strong belief that your implantation not only failed to be effective in limiting facial pain, but actually triggered the unrelenting pain that indirectly led to her respiratory failure and death." A search of the maude database found report dated 11/19/2007 related to this same issue. It is unclear who submitted that report.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.